Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the battery contacts had adhesive attached from the battery. As a result the battery contacts were cleaned. The device passed a functional test. (B)(4).

Event description:
It was reported that the external pulse generator (epg) automatically shutdown. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results.